Event description:
It was reported to philips that the device experienced a fail/dx error. There was no patient involvement. Upon conclusion of the evaluation, the therapy pca and capacitor were replaced and the device passed all performance assurance testing. As multiple parts were replaced, the cause of the reported issue could not be determined. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a fail/dx error. There was no patient involvement.